Manufacturer narrative:
This malfunction MDR is being filed beyond the 30 day reporting timeline. The carefusion service technician had reported the test results but it was inadvertently missed when it was time to report the issue.

Event description:
It was reported that the ventilator's alarm sound was distorted. It is unknown if the ventilator was connected to a patient when the reported problem occurred.